Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for pre-dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter with an unidentified stop cock attached to the hub. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. There is a pinhole 2mm from the proximal markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for pre-dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.